Manufacturer narrative:
This appears to be a duplicate to 8095408. It already reported this same lot and 2 failures were reported on 9617032-2023-00770

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes showed bubbles in gel. Verbatim: showed bubbles in gel. Customer will not use the tubes of same lot as they are afraid that the results will be affected. Before use.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes showed bubbles in gel. Verbatim: showed bubbles in gel. Customer will not use the tubes of same lot as they are afraid that the results will be affected. Before use.

Manufacturer narrative:
H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.